Event description:
The customer reported the passport 2 monitor had a blank screen, which may have resulted in loss of primary monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the unit. Corrections included replacement of the cpu board. The unit was tested to factory's specifications.